Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the pulse generator header. The device was not used and a new device was successfully implanted. The patient had no complications associated with the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis of the pulse generator found the inner spring of connector out of specification.